Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 712 mg/dl. The customer was treated for their blood glucose with IV fluids and manual injections. The customer stated that the high blood glucose was due to not answering to a no delivery alarm from the insulin pump. The customer did not return the product back for analysis.